Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient's mother on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced connection issues between transmitter and receiver. No additional patient or event information is available.